Manufacturer narrative:
Plant investigation: no sample was returned for physical evaluation. A review of the product batch was performed. No non-conformities were observed during the manufacturing process. The manufacturer performed an examination of the retained samples. The samples were checked for component defects, assembly failures, and were verified to conform with product specifications. The samples also underwent leakage testing where air/liquid pressure was applied. At the conclusion of testing, no failures were detected on the retained samples. Without examining the actual sample, the exact cause of the defect could not be determined. According to the available information, the possible reasons for the defect could be related to a component defect on the pressure dome (raw material problem), or an improper connection of the pressure dome to the machine. The production department has been informed of the defect and a non-conformance was initiated and finalized for the cases related to the raw material provided by the applicable supplier.

Event description:
It was reported that an external blood leak was noticed ten minutes after the start of a patient¿s continuous venovenous hemodiafiltration (cvvhdf) treatment. The leak was coming from the pressure dome of the multifiltratepro hdf cassette. Photo evidence of the leak was provided for review. Due to the events, the patient experienced approximately 50 ml (or less) of blood loss. There was no reported medical intervention due to the events. The sample was not available for evaluation. To date, no further details have been provided.